Event description:
It was reported a broken door handle spring of pump module. There was no patient involvement.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), b13 - communication/interviews, manufacturer narrative - bd technical support troubleshoot with customer over the phone. Additional information : imdrf annex a code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported a broken door handle spring of pump module. There was no patient involvement.